Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is off label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 200 mg/dl and the bg meter was reading 39 mg/dl. The patient was wearing a tandem insulin pump. The patient was diaphoretic, shaking, had blurry vision, and was very weak. The patient self-treated with fruit snacks. There was no documentation of medical intervention. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.